Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with unknown mentor prostheses. Bilateral capsular contracture baker grade iii on the breast prostheses was diagnosed post procedure through a physical examination. It was also indicated patient is experience pain and tightness. At the time of this report, mentor has received no information regarding explant date. See manufacturer report number 1645337-2018-06443 for the contralateral prosthesis.